Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal device change out procedure, when the right atrial (ra) lead was tested with the pacing system analyzer (psa), it yielded loss of capture at 10 volts. Subsequently the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.